Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube, a broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the insulin pump stated the thread area in the thread are of the reservoir compartment was breaking off. Customer's blood glucose was 123 mg/dl. Customer does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.